Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the post paced t wave oversensing was observed in clinic. The patient was asymptomatic, was being monitored and was stable.